Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was recei ving unknown morphine drug (25 mg/ml at 6.049 mg/day) and bupivacaine (30 mg/ml at 7.259 mg/day) via an implantable pump for other and non-malignant pain. It was reported that the patient was advised to come to the physician's office on (B)(6) 2022 for their post operation appointment for a pump pocket revision and dye study the patient had on (B)(6) 2022. Of note, the pump pocket revision and dye study on (B)(6) 2022 was uneventful and the patient had no adverse symptoms perioperatively or postoperatively. The catheter was confirmed to be in the intrathecal space and aspirated without difficulty. Theproximal segment was replaced with a 8784 kit. The new catheter volume was primed and daily dose was programmed and reviewed by the physician. The patient's weight was asked and will not be made available. The patient's medical history includes the patient's family member reporting that the patient has high blood pressure and patient was on medication for blood pressure. The patient's status at the time of report was alive - no injury. (B)(6) 2022 initial reporter (rep): additional information received from the company representative (rep) reported that the pocket revision was a planned revision because the patient had lost more than 50 lbs and the pump was not comfortable in its existing location after the weight loss, therefore, a pocket revision was scheduled. There were no issues with the pump system or function at the time of the pocket revision.